Manufacturer narrative:
Originally the claim was determined to be reportable, but upon further review was determined to not reportable. Claim #(B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vicm5_12.6, -11.00 diopter, implantable collamer lens tore during loading. There was no patient contact. A replacement lens was implanted and the problem resolved.